Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for non-malignant pain. It was reported that since implant the patient had difficulty recharging their device/poor coupling when sitting down. The recharging varied depending on the patient¿s position: when the patient sat down the coupling varied from 0-4 bars, and when standing they had full coupling bars. Troubleshooting included the use of adhesive pads which did not improve the coupling. It appeared the ins was flipping up when sitting so it was not lying flat against the skin. The manufacturer¿s representative stated the cause of the coupling issue seemed to be the patient¿s battery pocket. The rep recommended the patient could try to recharge while laying on their side, sitting and recharging with the reduced coupling and that if the recharging became bothersome a pocket revision may be necessary. No symptoms were reported. The patient planned to try to charge while laying down to see if that helped.